Event description:
It was reported that the left side of the monitor on the 9800 sys went black. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The monitor was repaired during the svc call. The sys was tested and found to be working as intended and put back into svc.